Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade unknown.

Event description:
Patient reported "information to change implants". Patient reported later "deflating". Healthcare professional reported later "capsular contracture baker grade unknown, this is causing the nipples to point out and ripple". This record is for the right side. Device remains implanted.